Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. During inspection, it was confirmed that the forceps plug did not come off. There were dents in and around the forceps cap. The forceps channel was examined with an ultrafine scope. There was no buckling or clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic colonoscopy procedure, the biopsy valve may come off and fly. The issue had been occurring from the beginning of purchase approximately four (4) years prior and occurred once every few cases. The number of occurrences was not known, but perhaps there was quite a few. Colon examinations were conducted almost every afternoon. Although the fact of bodily fluid outflow could not be confirmed, there was a possibility that bodily fluid had leaked. The event was especially likely to occur when the operation unit was turned downward. When the biopsy valve was connected to multiple other scopes when the problem occurred, the issue was not replicated, and it was an event peculiar to the evis lucera elite colonovideoscope. No patient harm reported. It was noted the biopsy valve (mb-358) was used in combination with the evis lucera elite colonovideoscope and the possibility of fluid outflow at the time of the reported event could not be ruled out. This report is to capture the reportable malfunction of the possibility of fluid outflow at the time of the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter and additional results of the device evaluation. The device was evaluated and the channel diameter of the evis lucera elite colonovideoscope was larger than that of other scopes owned by the facility.

Event description:
Additional information was received from the reporter. The device was inspected prior to use.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 03972). The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem during simulation. The biopsy port came off when the suction button was repeatedly pressed while the pressure was maximized. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the reported issue. However, it is probable that the issue occurred when the suction button was released while excessive suction pressure was applied to the side of the biopsy valve. It was thought that the application of excessive pressure ultimately caused the reported device problem. The occurrence of the reported malfunction can be prevented by regularly inspecting the device prior to use. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.